Event description:
During patient set-up, the device displayed a "bridge test failed" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.